Event description:
The surgeon was inserting an osteomed screw 1.6 mm x 14 mm into the pt's skull when the screw broke off. The surgeon removed the 3mm piece with a currette and a needle holder. Removing the screw took approx 25 mins.